Event description:
Reporter alleged the inform blood glucose monitoring device connector pins 3 & 8 from the right hand side of the meter are blackened. Reporter stated, the hosp meter will dock in the base and charge however, will not transmit data. As a result, no actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.